Event description:
A 51 yr old white g3p3 female status/post bilateral subglandular inframammary 235cc replicons for augmentation 09-06-88. Changes on lt. Rt has always been harder than lt, but lt is worsening. No decrease in size or history trauma. Arthralgias myalgias (positive morning stiffness), paresthesias/dysesthesias, swelling, fatigue, sleep disturbance, swollen glands, low grade fevers, frequent upper respiratory infections, headaches, visual changes, dizziness, memory loss, dry mouth, hair loss, rashes, sensitivity to sun/cold. "Gtoh" shortness of breath/chest pain/costochondities chocking sensation, wgt. Fluctuations, bloating, & gi/gu disturbances otherwise healthy. Bilateral leaking breast implants.